Event description:
The customer reported that the screen on their insulin pump was broken, rendering the touchscreen unresponsive and black. There was no adverse impact to the customer's blood glucose level. The pump starts, charges, and is recognized by the computer, but it is being returned for replacement. A new pump has been issued to the customer with a different serial number. No additional information regarding the outcome of the event was provided.